Manufacturer narrative:
Continuation of d10: product ID 97745nt serial (B)(6) product type product ID 97755-s serial (B)(6) : product type recharger product ID 97745nt serial (B)(6) : product type product ID 97745nt serial (B)(6) : product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the charging and coupling issues, as well as the implant turning off by itself, was not determined. The patient's equipment was replaced and the rep performed troubleshooting. The rep indicated that the issues had been resolved. Additional information was received from the patient. It was reported that the patient called back and reported that everything had been working completely fine and they charged ins this morning, but this afternoon they went to charge ins and controller screen would not progress past checking recharger. The patient stated they had cleaned the pins and blown air into controller port, but screen had not progressed for 15 minutes. The patient also stated they normally heard clicking and that's how they knew it was working; however, today they heard no clicking. The manufacturer's patient services specialist (pss) had the patient reset controller with ac power supply and the patient confirmed that they saw a green flashing light. Pss had the patient confirm that there was no visible damage to recharger or controller port, had the patient again wipe recharger pins and blow air into controller port and confirmed via serial number that the patient was using the new recharger. The patient reported that the controller was at 90% charge and ins was at 70% charge. Pss reviewed recharger best practices and the patient connected the recharger, but the screen would not progress past checking recharger. Pss waited several minutes on the call and screen did not progress. A replacement controller was sent out. The patient called back and inquired if they could charge the controller while waiting for the replacement controller. Pss placed the patient on a hold to review all notes. The patient disconnected the call while pss reviewed notes. Pss made an outbound call and left a voicemail for patient to call back. The patient called back inquired why they could charge the controller but not the implant and patient thought that the recharger should be replaced instead of the controller. Pss reviewed information and reviewed that the most recent replacement prior to the replacement controller ordered today was the recharger (may 30th). Pss advised patient to call back if the issue persisted. The patient returned the replacement controller with no allegations.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said their controller was not working properly. Caller said they needed a new controller. When agent asked for further details pt said they had to disconnect the call and will call back. Pt disconnected call. Agent was unable to gather further staging information and due to nature of call agent did not call caller back. Patient called back stating they believe they have an issue with their controller. Patient stated at night they will have their implant (ins) and their controller charged to 100%, and at some time in the middle of the night, their stimulation will shut off. Patient also stated they are having a hard time charging as they will get up to charging excellent right away, but then they will see poor recharge quality even if they do not move. Patient first noticed this issue a couple weeks ago. Patient confirmed they are always able to get to 100% to complete the charge. Patient stated they met with mdt rep and their doctor on monday of last week, and had their implant and programming checked. Patient confirmed rep and doctor saw no issues at appointment. Patient confirmed no damage to any equipment. Agent had patient reset the controller and try to start a charging session, and patient was able to start charging at excellent. Patient claimed the controller will sometimes start to beep, but it will continue to stay at recharge quality excellent. Agent explained that the stimulation turning off on its own is not an issue with external equipment, and all equipment seemed to be working as expected. Agent attempted to redirect patient to their hcp, and patient became escalated and insisted it was an issue with the equipment. Agent offered to send a replacement recharger, and patient became more escalated, insisting it was a controller issue not a recharger issue. Patient then said they are going to call their lawyer, and disconnected the call. Pt called back and asked if anything was being sent out to them from repair. Patient services (pss) reviewed information discussed in their previous call. Pt is continuing to complain that they think there is an issue with the controller. Pss reviewed that they were implanted 2 months ago and their equipment is working as intended. Pss is going to send a request to repair to request a controller replacement. Pss reviewed that if pt feels they are still having issues after they receive the controller replacement they will need to work with the rep in office - pss sent an fyi message to the field about the part replacement and the recommendation to work with stim tech in office with pt for any further product needs. Patient called back stating they received the replacement controller and needed assistance in pairing it to their implant. Agent walked patient through pairing the controller to the implant. Patient confirmed the controller was paired to their implant. Agent also walked patient through changing the date and time. Pt called back stating that they were sent a new controller which had been working fine, however yesterday they tried to recharge the ins but it wasn't working. Pt denied any error messages appearing when trying to recharge ins. Pt said that the controller would just circle on looking for device and wouldn't advance. Pt said that the controller light wouldn't come on and the controller wouldn't beep or anything like it normally would. Pt said that they had reset the controller a few times. Agent had the pt reset the controller. Pt saw no apparent damage to the equipment. Agent had the pt unlock the controller; pt saw a message saying battery empty cannot provide stimulation recharge your implanted device. Agent had the pt go to the batteries screen; the controller was at 90% and the ins was in the red. Agent had the pt initiate an ins recharging session. Pt said that they had tried recharging the ins twice this morning but it wasn't working. Pt saw recharging excellent. Pt said that it hadn't done this in a day. Pt saw that the controller light was flashing green. Pt said that the controller light went to yellow and that the controller said the ins couldn't be found. Pt then said that it went back to recharging excellent. The recharging connection kept going between reposition and excellent. Agent asked the pt if the recharger or anything had moved; pt said no. Agent reviewed best recharging practices with the pt. Agent reviewed recharger replacement with the pt. Pt will keep trying to recharge the ins. An email was sent to repair to replace the recharger. Mdt rep called in and repeated previously documented information; patient kept calling and texting them because they were frustrated that patient services wouldn't send them the equipment they thought they needed. Agent reviewed as of today, another call had been received by pt and a replacement recharger was going to be sent out. Rep explained this had been frustrating for them, as the ins was basically new and they shouldn't be having these kinds of issues. Rep said the patient was able to get excellent charge quality, but they would keep resetting controller and felt they got stuck now on 'looking for device.' Rep noted pt describing charging would intermittently go from excellent to problem locating device while charging. Pt also claimed that 2 random times, the device "shut itself off". Rep could not find a reason or replicate the device shutting off by itself. Rep did manage to replicate excellent recharge and coupling and did see the charger antenna not be able to locate the device and then it went right back to excellent. Agent reviewed information. Rep said they'd continue to follow up with the patient. Agent closed case. Patient called back and was still experiencing issues charging their ins again starting last night. Patient repeated previously documented information from this case. Patient mentioned receiving a replacement controller and recharger paddle. Patient mentioned when they received their replacement recharger paddle which was working fine for a little while. Patient mentioned when recharging their ins the controller shows checking the recharger and goes around in circles. Patient mentioned they have been out of stimulation since last night. Patient mentioned they never let the ins deplete and when the ins reaches 40%-50% charge they recharge ins. Patient mentioned ins depleting defeats the purpose to help them. Patient mentioned they charge ins first thing in the morning and before the go to bed at night. Patient mentioned when they charge ins in the living room that started to work but worked when they were charging in their bedroom before they go to bed. Patient mentioned they are not getting beeping when recharging ins. Patient mentioned they were thinking something might be wrong with the battery of the controller. Controller showed 60% and ins "nothing". Agent instructed patient to clean the recharger pins and controller port. Agent instructed patient to start a charge session and controller showed 40% and ins 70% recharging with excellent quality. Agent reviewed device function. Agent reviewed with patient external equipment's are functioning as intended and everything that can be replaced was replaced. Agent sent email to local mdt reps to reach out to patient. Patient was redirected to their hcp. Patient disconnected call.